Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. After two days on support, placement signal not reliable (psnr) alarms occurred. Placement signal spontaneously returned while adjusting p-level but disappeared a few hours later. The next morning, the placement signal (ps) reappeared. Device used seven more days for support until withdrawal of care occurred. The pump was not returned. Data logs were not recovered for the day placement signal issues occurred. The cause of the optical signal issue was not determined since product was not returned, data logs for the day the complaint occurred were not recovered, and insufficient clinical information. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the patient was on impella 5.5 support, and, during support, there were placement signal issues. Support continued. Care was eventually withdrawn, and the patient expired.